Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) lost stimulation therapy due to her lead migrating upwards. As such, the patient underwent surgical intervention during which the device was moved down to the original place and attached with the original long anchor. Effective therapy was restored following the procedure.